Event description:
Received mentor silicone implants on (B)(6) 1989. After the first year I noticed severe fatigue, brain fog, memory loss, muscle and joint pain along with inflammation all over my body. I started having severe migraines. My body took much longer to heal from simple cuts and bruises than prior to implants. Gastrointestinal issues became horrible along with reflux. Constant sinus infections, swollen tonsils with pus. Rashes, ringing in ears, vertigo at night. Major food intolerance. Aching muscle. Numbness/tingling in arms/legs. Hands and feet sensitive to hot/cold. Chest pain around implant muscle. Lower back/hip muscle pain with major cramping in muscles. Restless legs at night. On (B)(6) 1995, I had enough went to hospital had ultrasound that showed left implant ruptured. On (B)(6) 1995 had the right silicone implant and what was left of the left implant removed and replaced with saline implants. Symptoms continued to get worse, had to have a hysterectomy because of endometriosis and a separated tumor in left ovary in 2003. Tonsillectomy to remove tonsil with tumor. Diagnosis of: gastroparesis, lupus, fibromyalgia, celiac, many food intolerance, seizure, migraines continue to get worse. Severe constipation and stomach issues. Rectal bleeding. Extreme fatigue and brain fog.